Event description:
The customer stated that she tested her blood glucose and received a reading of 126 mg/dl using her dex meter. She felt as her glucose was low, so she retested using another meter. The other meter read 63 mg/dl. She retested again with both meters and received readings of 121 mg/dl (dex) and 56 mg/dl. The difference between the readings falls in the "c" zone of the parks error grid, making the difference clinically significant. No adverse event were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.